Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found. (B)(4).

Event description:
It was reported the patient developed an infection. It was also reported the device was under-sensing and the right ventricular (rv) lead did not capture at high outputs and it displayed high unstable thresholds. The patient was treated with antibiotics and the device and leads were removed. No further patient complications have been reported as a result of this event.